Manufacturer narrative:
During a surgical procedure, the grasper tip broke off at the distal inside the patient. The broken piece was retrieved form the patient. There was no harm to the patient. The tip breakage could be due to excessive force applied while operating with the instrument beyond its specifications.

Event description:
During a surgical procedure, the grasper tip broke off at the distal inside the patient. The broken piece was retrieved from the patient. There was no harm to the patient.